Event description:
According to the reporter, before loading, during the pre-priming of the lines, a fluid leakage was found at the luer adapter, and the loading was stopped. It was also stated that a crack was observed and the red (arterial) luer adapter was detached (broken). Prior to use, the adapter was observed to be loose. Flushing was not performed prior to use. No other products were utilized with the device. Besides the reported issue, no other visible defects or damages were found on the product at the time of the event. No excessive force was used on the device. The cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. The reported device had been in place for 2 months. Tego was not utilized. There was no instrument used to loosen or tighten the device. Iodine was the cleaning agent used on the device, and the povidone iodine was typically utilized to clean the adapters. The insertion site was not treated prior to product placement. The catheter was repaired. The remedial action performed was the replacement of the a dapter. The reported product was not explanted or replaced; only the adapter was replaced. The treatment was completed after the remedial action. No intervention or treatment was required as a result of the event. There was no blood loss, and no blood transfusion was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before using the device, during the pipeline pre-inflation period (pre-priming), fluid leakage was found at the luer adapter, so they stopped using the device. It was stated that the red (arterial) luer adapter (joint) was detached (laterally broken). The reported device had been in place for 2 months. Prior to use, the adapter was observed to be loose. Flushing was not performed prior to use. No other products were utilized with the device. Besides the reported issue, no other visible defects or damages were found on the product at the time of the event. No excessive force was used on the device. Iodine was the cleaning agent used on the device, and the povidone iodine was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. Tego was not utilized. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement. The catheter was repaired. The remedial action performed was the replacement of the adapter. The reported product was not explanted or replaced; only the adapter was replaced. The treatment was continued and completed after the remedial action. No intervention or treatment was required as a result of the event. There was no blood loss, and no blood transfusion was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before using the device, during the pipeline pre-inflation period (pre-priming), fluid leakage was found at the luer adapter, so they stopped using the device. It was stated that the red (arterial) luer adapter was detached (had traverse fracture). The reported device had been in place for 2 months. Prior to use, the adapter was observed to be loose. Flushing was not performed prior to use. No other products were utilized with the device. Besides the reported issue, no other visible defects or damages were found on the product at the time of the event. No excessive force was used on the device. Iodine was the cleaning agent used on the device, and the povidone iodine was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. Tego was not utilized. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement. The catheter was repaired. The remedial action performed was the replacement of the adapter. The reported product was not explanted or replaced; only the adapter was replaced. The treatment was continued and completed after the remedial action. No intervention or treatment was required as a result of the event. There was no blood loss, and no blood transfusion was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: a3a, d9, g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter with visible signs of use and a detached arterial luer adapter. No other visual abnormalities were detected with the returned device. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the luer adapter detached from the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur when the catheter came into contact with a sharp-instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before loading, during the pre-priming of the lines, a fluid leakage was found at the luer adapter, and the loading was stopped. It was also stated that a crack was observed and the red (arterial) luer adapter was detached (broken). The catheter was repaired, and tego was not utilized. There was no instrument used to loosen or tighten the device. Iodine was the cleaning agent used on the device. The insertion site was not treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.